Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the coiled wire stretched and kinked. Additionally, the core wire was broken which caused the distal tip got loose. The complaint is consistent with the reported event of distal tip got loose. It is possible that factors encountered during the unpackaging process and/or the manner as the device was handled and manipulated by the customer had caused the damages found. Therefore, the investigation conclusion code for the encountered damage will be documented as adverse event related to procedure since it occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a amplatz guidewire was used in the kidney during a stent removal procedure performed on (B)(6) 2019. According to the complainant, during preparation, the guidewire coating unraveled. The procedure was completed with a new amplatz guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results of corewire broke.